Manufacturer narrative:
The suspect device was not returned for evaluation. Based on details received from the account, the complaint is confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that during a tavr, post angiogram the catheter broke in the throacic aorta. The physician used a snare to remove the broken shaft. The patient experienced post procedure blindness. It is unknown if the blindness is permanent or temporary.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.